Manufacturer narrative:
Device analysis: the stent was proximal of the balloon chamber of the medtronic pacific plus pta catheter. The medtronic pacific plus pta catheter did not exhibit any stretching. The proximal end of the stent is approximately 174.7cm from the distal tip of the medtronic pacific plus pta catheter strain relief. One of the stent struts containing a marker hoop on the proximal end is bent over the stent. The bent strut is consistent with the paramount mini being advanced proximally against resistance. The distal end of the stent exhibits flaring. The flaring is consistent with the stent being advanced distally against resistance. The stent does not exhibit any signs of being expanded.

Manufacturer narrative:
(B)(4).

Event description:
A paramount balloon expandable biliary stent was being used to treat the proximal renal artery. The artery was moderately tortuous with little calcification and 85% stenosis. Device was removed from packaging per IFU and inspected prior to use with no issues noted. Device was prepped per IFU with no issues noted. The lesion was pre-dilated. It is reported that the device could not track to the lesion and when the catheter was pulled back the stent dislodged. The stent dislodged in the sheath and was recovered in the sheath by the pacific plus pta. The stent was successfully removed. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. Another paramount was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.